Event description:
It was reported that guidewire detachment occurred. The severely occluded target lesion was located in the severely calcified lower limb. A 300cm v-14 control wire guidewire was advanced into the vascular cavity through the guide catheter. However, the device was unable to cross the lesion. Upon retrieval of the guidewire, the tip was fractured and fell off into the middle segment of anterior tibial artery. Repeated angiography showed that the broken tip was not found in the vascular lumen, but in the gap between the vascular lumen and muscle. The vascular itself had plaque sclerosis occlusion, so the passing rate is low. When passing through the narrow part, there will inevitably be pressure and resistance when withdrawing. Angiography indicated that the broken tip was not in the vascular cavity, and there were no severe lower limb ischemia symptoms, so it was not removed. The procedure was cancelled. Amputation might be required as the patient had severe occlusion as per medical opinion. There were no further patient complications reported. Post procedure, the patient recovered fairly well, and no severe lower limb ischemia symptoms appeared.

Manufacturer narrative:
Device evaluation by MFR: the complaint device was not returned by the customer, nevertheless the customer did provide pictures related to the complaint where is possible to observe a x-ray photos with the wire distal tip section detached. Consequently, confirming the reported complaint related to distal tip detachment of device or device component and the patient condition unretrieved device fragments.

Event description:
It was reported that guidewire detachment occurred. The severely occluded target lesion was located in the severely calcified lower limb. A 300cm v-14 control wire guidewire was advanced into the vascular cavity through the guide catheter. However, the device was unable to cross the lesion. Upon retrieval of the guidewire, the tip was fractured and fell off into the middle segment of anterior tibial artery. Repeated angiography showed that the broken tip was not found in the vascular lumen, but in the gap between the vascular lumen and muscle. The vascular itself had plaque sclerosis occlusion, so the passing rate is low. When passing through the narrow part, there will inevitably be pressure and resistance when withdrawing. Angiography indicated that the broken tip was not in the vascular cavity, and there were no severe lower limb ischemia symptoms, so it was not removed. The procedure was cancelled. Amputation might be required as the patient had severe occlusion as per medical opinion. There were no further patient complications reported. Post procedure, the patient recovered fairly well, and no severe lower limb ischemia symptoms appeared.